Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a dramatic increase in capture thresholds and impedance was undefined /high. When the lead was disconnected from the implantable pulse generator (ipg) it was noted through testing that the lead measurements were within expected range. It was determined that the lead pin was not fully inserted into the device header. It was suspected that there may be a problem with the device header at the point where it connects to the lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.